Event description:
Surgeon states he was hit in the eye by a reflected laser beam. The thought was the laser filter did not move into place properly. At the time of the incident, the original message on the laser screen read "release pedal restart laser." 1. All connections/fittings were checked. 2. Laser pedal checked. 3. Rn relief circulator was unable to troubleshoot laser message warning. 4. The laser was turned off nd then restarted. 5. The warning message came up on the screen again; release pedal start laser. 6. They repeated #1 & 5. The same warning sign release pedal restart laser came up again. The rn then unplugged the laser from the electrical source at the wall. She then re-plugged the laser back into the electrical source. The laser performed a self test indicating all was ok. The laser was in stand by mode at this time. The dr gave the order to the rn to activate laser. The rn placed the laser on ready mode and the laser beam was firing. The dr did not depress his foot on the laser pedal and the laser beam fired without any activation. The rn placed the laser in stand by mode immediately. The rn then examined the laser pedal again. Connections were all checked again. At this point the dr notified the rn that this was not the first time this has occurred in the past 2 weeks.